Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the battery did not seat appropriately to power the device on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and evidence was found consistent with an overheated battery. The device's housing was replaced to resolve the condition. The customer did not return the device's associated battery as part of this investigation. Analysis for reports of this type has not identified an increase in trend.